Event description:
It was reported that during a procedure, a circular part of the mis decompression tube, indicating its length, came off inside patient. This did not cause an adverse consequence to the patient, and the component was successfully removed.

Manufacturer narrative:
Method: nc/CAPA history review, labelling review, risk assessment result: the reported event was confirmed via email correspondence with the sales rep. The product was not returned. Device history review was not performed as the parts and/or lot was not provided. The general instrument IFU states that the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. It was confirmed that facility had this instrument for 3 years and used more than 100 times. Conclusion: the possible root cause is determined to be normal wear and tear of instrument. Device not returned.

Event description:
It was reported that during a procedure, a circular part of the mis decompression tube, indicating its length, came off inside patient. This did not cause an adverse consequence to the patient, and the component was successfully removed.